Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th june 2016. Multiple 10-minute timeouts were observed in the history log, which had depleted the returned pad-pak. During investigation, the device was witnessed switching on automatically, confirming the reported fault. The fault was attributed to the corrosion on the membrane tail and would indicate the device had been subject to adverse storage conditions, as further evidenced by the out-of-range temperatures seen in the history log. The corrosion had also caused a breakdown of track 13, resulting in an increased track resistance and the inability to power off the device via the on/off button. The faults could not be replicated with a new membrane fitted. This confirmed an issue with the original membrane .it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. No patient involved.